Event description:
It was reported that during a gastrectomy procedure, an error code 3 was displayed and the device became non-functional. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned with a loose mount and was tested on a generator and gave error code 3. The hand piece was disassembled; a torn acoustic isolator was found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.